Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients/multiple manufacturers/multiple methods were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers/manufacturer/method. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:"figure-of-eight stitch access site closure significantly reduces bleeding complications in patients undergoing cryoballoon ablation guided by intracardiac echocardiography." European heart journal. 2018. 39 (supplement 1): 408. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this sheath. Multiple patients experienced bleeding at the femoral access site with and without suturing. The statuses of the sheaths are unknown. Follow up is being conducted for additional information on the catheters. No further patient complications have been reported as a result of this event.